Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The front of the bottom case was cracked. Event history log (ehl) showed acu (auxiliary control unit) watchdog. At power up process, the reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: replaced main board for preventive measure, performed power up process which passed.

Event description:
It was reported that the pump had system failure, acu (auxiliary control unit) watchdog. No patient injury was reported.